Event description:
It was reported that the pump¿s touchscreen was intermittently unresponsive except in the center, and pressing firmly produced visual distortions on the display; after a remote restart, full touchscreen function returned and the user could navigate normally. Symptoms included temporary device interaction difficulty without reported physiological effects. Outcomes included no changes to blood glucose and no need for medical care. Investigation included guided troubleshooting and device restart. Investigation of this case revealed an unconfirmed, transient touchscreen responsiveness issue without observed screen damage, consistent with a temporary user interface malfunction resolved by a reboot. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with transient device behavior recoverable through restart.